Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient had passed out a couple of times within the past month. Patient reported that they passed out at the grocery store and pharmacy. Patient indicated that they were having issues with their previous receiver not producing audible sounds during that time. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.